Event description:
Erosion and device and lead manufactured by st. Jude removed from patient. Case: # (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).